Event description:
This mitral valve and an aortic sjm mechanical valve (medwatch report# 2648612-2013-00012) were explanted due to extensive calcific pannus that interfered with leaflet motion. Both valves were replaced with tissue valves from another manufacturer.